Manufacturer narrative:
The field service engineer (fse) observed the source of the fluid leak was a hole in the tubing at pinch valve vl107b. The fse replaced the tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturers published performance specifications and was returned to normal operation. (B)(4).

Event description:
The affiliate stated the customer reported approximately fifty (50) milliliters of fluid leaked from a hole in the tubing at the bottom of the backwash tank at pinch valve vl107b involving the coulter lh 780 hematology analyzer. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There was no report of patient consequence associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility. The facility has an exposure control and risk management plan in place for biohazard material.